Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable elecsys hcg+ss test system result for a patient sample tested on a cobas e 411 analyzer (rack system). The initial result was 534 miu/ml. The repeat result was 900.5 miu/ml. The test was repeated as the initial result was questionably low. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is (B)(4). The field service engineer (fse) found that the measuring cell was due for replacement and replaced it. The investigation is ongoing.